Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump excessively alarmed no delivery. The no delivery alarms were recurring for three months. The insulin pump also alarmed motor error. Customer's blood glucose level was not reported. The device was not returned.